Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, minimum fill messages with one cartridge. Reportedly, the cartridge was filled with approximately 300 units of insulin. The customer successfully loaded a new cartridge onto the pump. The customer reported blood glucose level was within target at the time of the event.